Event description:
It was reported that the physician's office switched out the cable and it didn't fix the problem and that after the cable was swapped by the company representative, it worked. It is unknown if the office swapped out the cable prior.

Manufacturer narrative:
(B)(4). This information was inadvertently left off of supplemental MFR. Report #01.

Event description:
It was reported that the physician's handheld gave an error when communicating with a generator. There was no data received light that illuminated on the wand. The serial cable was changed and another wand was used which resolved the issue. The wand and serial cable were received for analysis. Analysis of the wand was completed on 12/07/2015. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications analysis of the serial cable was completed on 12/14/2015. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.